Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump miscalculated boluses. Pump settings were reviewed. Customer indicated they were correct and were not the cause of the event. Customer¿s blood glucose level was 216 mg/dl. Customer reverted to using an alternate method of insulin therapy.